Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair in 2006. Allegedly, in 2009, her doctor said that she was experiencing erosion, due to her mesh implant. The doctor prescribed estrogen cream to treat the erosion; however, the pt has experienced no relief. The device remains implanted. The pt has not reported permanent injury or had any additional procedures to correct the erosion.

Manufacturer narrative:
Date of initial report sent: 10/09/2009. Bard MDR# 1018233-2009-00119.